Event description:
It was reported that there was a coupling problem. The patient was able to get eight coupling bars after repositioning the antenna, but then they lost some or all of the coupling while maintaining the connection. Repositioning the antenna again resolved the issue. While the patient had coupling issues they saw a screen with a triangle on it. The patient could not describe any other icons on the screen. The coupling issue started about two weeks prior to this report after a fall. The patient fell and hit the concrete and jarred their neck. The implantable neurostimulator (ins) had not been checked by their healthcare professional. The ins had not moved or flipped. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 748251, serial# (B)(4), implanted: (B)(6) 2003, product type: extension. Product ID 3387-40, lot# j0313882v, implanted: (B)(6) 2003, product type: lead. Product ID 37642, serial# (B)(4), product type: programmer, patient. Product ID 64001, lot# n247523, implanted: (B)(6) 2010, product type: adapter. Product ID 37651, serial# (B)(4), product type: recharger. Product ID 64001, lot# n247523, implanted: (B)(6) 2010, product type: adapter. Product ID 748251, serial# (B)(4), implanted: (B)(6) 2003, product type: extension. Product ID 37092, lot# 254640001, implanted: (B)(6) 2010, product type: accessory. Product ID 3387-40, lot# j0313882v, implanted: (B)(6) 2003, product type: lead. Product ID 748251, serial# (B)(4), implanted: (B)(6) 2003, product type: extension. Product ID 3387-40, lot# j0313882v, implanted: (B)(6) 2003, product type: lead. Product ID 37642, serial# (B)(4), product type: programmer, patient. Product ID 37651, serial# (B)(4), product type: recharger. (B)(4).

Event description:
Additional information received reported the patient received assistance from their healthcare professional or a manufacturing representative and their concerns were resolved.